Event description:
On (B)(6) 2024 a 62 year old male patient had gone through surgery during which two orthors mis rods (orm-35c) were implanted. As per patient description when he was doing dishes while loading/unloading dishwasher, he heard a loud pop in his back. The patient felt some pain and knew something was wrong. Patient made a follow up appointment and was seen in office on (B)(6) 2024 in the morning. Upon x-raying patient it was discovered that both 35mm rods were broken. A revision surgery was scheduled on (B)(6) 2024. During the revision surgery the orthros mis rods were explanted along with the pedicle screw and its respective set screws. New orthros mis rods along with new pedicle screws and set screws were implanted. The patient is no longer feeling pain post surgery.